Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The lesion was severely calcified. Location is unknown. The maverick 2 monorail 20mm x 4.0mm was inflated. On the second inflation the balloon ruptured at fourteen atmospheres. The balloon was removed intact. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is user/ use error. The maverick 2 directions for use (dfu ) includes the following caution regarding over-inflation: "do not exceed the rated burst pressure" (rbp). (B)(4).